Event description:
It was reported that the insulin pump gave an unexpected restart alarm shortly after a new battery was inserted. Furthermore, the screen had gone blank and went back to normal after a battery was placed in it. This occurred again, except when the battery was placed in, the customer received a 4 on the screen, the battery was replaced, and that's when the unexpected restart alarm occurred with a bar graph on the side and the battery icon showing empty. The battery was changed once more, a full battery was shown and after pressing the act button, it was showing a weak battery. The customer's blood glucose was 108 mg/dl. It was stated the insulin pump was bumped. The contacts on the battery cap were neither missing nor damaged. The battery compartment and springs were neither damaged nor corroded. Further troubleshooting was offered but declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).